Manufacturer narrative:
(B)(4). The customer reported that the battery had malfunctioned. There was no report of pt involvement. The unit was evaluated locally and the failure was verified. Replacement of the battery resolved the failure. The unit passed all testing and remains at the customer site with the new battery installed.

Event description:
The customer reported that the battery had malfunctioned. There was no report of pt involvement.